Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they plugged the imaging system in to let the batteries charge. Following this, the representative was able to start up the imaging system without any issues. The representative was unable to replicate the reported issue.

Event description:
A medtronic representative reported that, while outside of a procedure, when starting up the system, they received a collimator error. Restarting the system did not resolve the reported issue. When attempting to access the remote desktop, an error message was received. No additional information was provided. There was no patient present when this issue was identified.